Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. The device manufacture date is currently unavailable. Investigation summary: the device was received and evaluated, on visual inspection, the customer returned two inserters along with a little piece of a suture with a knot, it is unsure which one of the two devices the little piece of suture belongs to, the customer did not identify it. Both inserters and their tips are in good condition, no structural anomalies were found. The customer did not return any of the two red suture cards to be evaluated as well as the complete sutures used in the procedure. A manufacturing record evaluation was performed for the finished device 9l05403 number, and no non-conformance were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer reported an issue with the creation of the sliding knot, however the customer did not return the red suture cards of both of the devices as well as the sutures used in the procedure. The full set is required to verify the sliding knot system, therefore we cannot analyze the complete device and provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the affiliate in japan that during an unknown surgery on an unknown date, it was observed that while using the gryphon br anchor w/ proknot technology device to tie a knot, a sliding knot was not created, and the thread was untied. During in-house engineering evaluation, two inserters were returned along with a little piece of a suture with a knot. The surgery was completed successfully within 30 minutes delay. There were no adverse patient consequences reported. No additional information was provided.